Manufacturer narrative:
The apollo total length was measured to be ~171.6cm. The apollo usable length was measured to be ~165.3cm which is within specification (specification: 165.0cm ± 2.5cm) the apollo distal floppy segment was measured to be ~26.4cm which is within specification (specification: 25.0cm +2cm -1cm). Onyx residue was found within the apollo hub and tip. No issues were found with the apollo hub. The apollo detachable tip was found intact. No damage was found with the catheter tip. The entire surface of the apollo catheter body was examined under magnification. Onyx residue was found outside the catheter body. The apollo catheter body was found to be ruptured at ~15.2cm from the distal tip. In addition, the catheter body was found to be kinked at ~4.0cm from distal tip. The apollo micro catheter was pressurized with water and found non-paten t. The apollo micro catheter appeared to be occluded with onyx. An in-house mandrel was inserted into the apollo distal tip lumen and became stuck at ~1.5cm into the catheter lumen. No other anomalies were observed. Based on the returned catheter and reported information, the customer¿s report of ¿catheter leak and rupture" was confirmed as the returned apollo micro catheter was found to be kinked and ruptured. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The results of the catheter burst testing was reviewed for any anomalies; the data was within the expected and established specifications. Therefore, manufacturing has been ruled out as a potential cause. Information regarding injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes was not provided. Therefore, any contributing factors could not be assessed and the cause for the event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the apollo catheter was noticed to have a hole proximal to the detachment zone. This was identified during the onyx embolization procedure. No patient injury was reported to have occurred because of this event. The device was prepared and used per the instructions for use (IFU). The catheter was flushed as per the IFU. The ancillary devices were discarded.